Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The user reported, the temperature display on the cardioplegia monitor was not functioning as expected. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.